Event description:
A site reported that a child was under anesthesia for treatment with the laser and the laser began to provide a calibration fault message, which prevented the laser treatment from proceeding.

Manufacturer narrative:
The product was installed at the user site march 26, 2004. There have been no clinical complaints from the user site or regarding this specific serial number since that time. The product device history record and service history were reviewed (B)(4) 2013 with no issues found. The site was contacted by candela and it was reported that a candela field service engineer performed preventative maintenance. However, site personnel did not check the unit following the visit by the service engineer, since it was a state holiday. It was reported that the laser was not turned on until the day of the treatment. The laser was reportedly not calibrated prior to the pt being anesthetized - leading to the discovery of the calibration fault message prior to treatment - therefore, preventing the treatment from proceeding. The vbeam operator's manual states that the laser system will not allow treatment pulses until a calibration has been preformed after several conditions, in which one of the conditions is after the laser is turned on.